Event description:
Complainant alleged that during incoming inspection of the product the device displayed "pacer fault 116" and "pacer disabled" error messages on power-up and "defib fault 72" error message while attempting to charge device. Complainant indicated that there was no pt involvement in the reported malfunction.